Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that there was poor coupling with recharging. The consumer reported that she couldn't get the bars on the recharger to show. The consumer reported that they tried using the belt and had the antenna on the patient. It was ensured that the belt was positioned properly and the consumer reported that the outcome was the poor coupling screen. The consumer reported that at the start of the call they were seeing coupling boxes but none of them were shaded. The consumer turned the dial and there was no change. The consumer repositioned the antenna and reported getting 8 boxes but when she took her hand away it went down to 4. The consumer reported that the patient was wearing the belt and it was on tight. The consumer also reported that the patient hadn't been feeling any stimulation. The consumer reported that they did turn stimulation up. The consumer reported that this had been going on off and on but most of the time the patient didn't feel stimulation. The consumer reported seeing the stimulation on icon on the recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the caller was unfamiliar with the system, the tutorial they had seen did not help and they didn't know what the icons meant and were having a difficult time getting the device charged. The caller was being sent literature and was advised to call back to troubleshoot when they had that information and the patient with them. No further complications were noted or expected.